Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture, pain, and deformation. The device remains implanted. This relates to the left side.

Event description:
Patient reported rupture, pain, and deformation. This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d6b, h6.

Event description:
Device has been explanted and replaced.